Event description:
Consumer stated several tampons have come apart upon removal and tampon pieces remained inside her. She indicated that she feels sick and has scheduled an appointment to see her doctor.

Manufacturer narrative:
Device history record could not be reviewed as a lot code number was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.